Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver would not turn on but was vibrating continuously. The receiver case was opened for further evaluation. A visual internal inspection was performed and the inspection passed. The speaker was measured for internal resistance and the resistance was within specification. The reported event of no audio output was not confirmed. A root cause could not be determined.